Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain on left side abdomen") and feeling abnormal ("brain fog") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), 7 months 21 days after insertion of essure. On an unknown date, the patient experienced migraine ("severe migraine"), chest pain ("chest pain"), alopecia ("hair loss"), dyspareunia ("pain during sex"), vaginal haemorrhage ("vaginal bleeding"), feeling abnormal (seriousness criterion hospitalization), paraesthesia ("tingling on finger/ tingling toes"), dizziness ("dizziness") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018, essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, migraine, chest pain, alopecia, dyspareunia, vaginal haemorrhage, feeling abnormal, paraesthesia, dizziness, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, chest pain, dizziness, dyspareunia, feeling abnormal, migraine, paraesthesia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events.